Manufacturer narrative:
(B)(4). The service engineer (se) verified the malfunction.the se replaced the graphic user interface (gui) printed circuit board (pcb) and upgraded the backlight inverter pcbs. The ventilator passed all testing.

Event description:
It was reported that the ventilator had a graphical user interface (gui) display with garbled and fragmented data. There was no patient connected to the device.